Event description:
A customer reported a flogard pump with a 38 alarm. It is unknown if this event occurred during patient use. There was no report of patient involvement, patient/user injury or medical intervention. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. This device was evaluated on-site by a baxter field service technician. Upon completion of baxter's investigation, a follow-up will be submitted. Additional information: a service history review revealed no previous service events were related to the reported condition.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported problem of a flogard infusion pump with an "f38" was confirmed in the sample evaluation task. The cause was due to a damaged force sensing resistors (fsrs) in tube load detection circuitry. Service replaced the fsrs onsite at the facility by a baxter field service technician to resolve the reported problem.